Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm did not display when battery was removed. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer sated that display did not returned after restart. Customer stated that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive frozen medtronic logo on the display due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify critical pump error (open book image) alarm due to display anomaly. Blank display not confirmed. Device received with scratched case. Device received with pillowing keypad overlay. Device received with corroded battery tube.